Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valve to address the issue. No further investigation is required at this time. Full system performance verification test completed and passed. Unit is cleared for service.